Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, although pump remained within validated operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean speaker holes, remove and reconnect cartridge, and wait to resume insulin, after which insulin delivery resumed without recurrence of the alarm, pump returned to normal operation, and tips were provided for preventing future altitude alarms with caller acknowledgment.